Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by the end user that "20 wafers from 2 market units with the same lot number, that the barrier is off-center on all of these wafers". No photograph depicting the reported complaint issue provided by the complainant. The product was not used by the end user, no harm reported.